Event description:
The customer reported an over infusion of blood. The infusion completed in 10 mins instead of 4 hrs as ordered by the doctor. Biomed has performed their own event log review and determined the user programmed the infusion incorrectly, which lead to the over infusion. Biomed feels their data set was set up wrong for blood infusions and the pharmacy is working with their clinical staff to update the data set. There was no report of pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the over infusion of blood. Biomed stated pump module would not be returned because a user programming error occurred. No device malfunction is alleged to have occurred.